Manufacturer narrative:
Lot 16115386: (B)(4). Concomitant medical products: the patient¿s medications include; amlodipine, metoprolol, hydralazine and labetalol. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and a right iliac artery aneurysm using gore® excluder® iliac branch endoprostheses. After all devices were deployed and ballooning performed, final angiography reportedly showed the trunk-ipsilateral leg component had moved 3.5 cm proximally of its intended position and now was unintentionally covering both renal arteries, the superior mesenteric artery and the celiac artery. According to the report, the cause of the proximal movement is reportedly unknown, however it is believed that during deployment of a contralateral leg component as a bridging component the trunk-ipsilateral leg component was pushed proximally. The physician elected to transect the trunk-ipsilateral leg component just distal to the flow divider and explant the device. An open surgical repair of the aneurysm was performed. Final angiography showed exclusion of the aneurysms and the patient tolerated the procedure.